Event description:
Ous MDR - noise was detected on this lead 108 times resulting in seven inappropriate atps and two inappropriate shocks. In (B)(6) 2017, a sharp rise in rv pacing impedances of over 3000 ohms, a drastic decrease in rv sensing and a rise in the rv pacing threshold were noted. This lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available trend curves showed a stable pacing impedance around 500 ohms between june 2016 and february 2017 with a subsequent sharp increase to >3000 ohms as reported in the complaint description. The pacing threshold demonstrated intermittent increases from 0.7 v @ 0.4 ms up to 2.5 v @ 0.4 ms in february 2017. Furthermore a decrease of the ventricular sensing amplitude from 16 mv down to 2 mv in february 2017 could be confirmed. The provided iegms presented noise on the rv and ff channels which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.